Manufacturer narrative:
The na, k, and cl electrodes' lot numbers and expiration dates were not provided. Calibration and qc were acceptable on the day of the event. The field service engineer found that ise was due for preventive maintenance. He performed preventive maintenance. The investigation is ongoing.

Event description:
We received an allegation of questionable ise results for 1 patient sample tested on a cobas 8000 cobas ise module when compared to a different cobas ise module. Results for the following tests were affected: sodium (na), potassium (k), and chloride (cl). Na: initial result: 192 mmol/l. Repeat result: 139 mmol/l (tested on another ise). K: initial result: 6.3 mmol/l. Repeat result: 4.4 mmol/l (tested on another ise). Cl: initial result: 66 mmol/l. Repeat result: 106 mmol/l (tested on another ise). The customer questioned the initial results and repeated the sample. No questionable results were reported outside the laboratory.

Manufacturer narrative:
The root cause of the event was that the ion-selective electrode (ise) was due for preventive maintenance. The service action resolved the issue. No further issues were reported after the service visit.